Manufacturer narrative:
(B)(4). The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that this was an arteriotomy closure of the right common femoral artery using a starclose se after a gastrointestinal bleed with embolization procedure using a 5f sheath. Reportedly, the starclose se trigger did not fire the clip after placement. Both safety release mechanisms were attempted to remove the device; however, they did not work. The device was yanked out of the patient. After removal, it was noted the clip was on the tip of the device. Manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the manufacturing records identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The device was removed against resistance. It should be noted that the electronic starclose instructions for use states: do not advance or withdraw the starclose se vascular closure device against resistance until the cause of resistance has been determined. In this case, based on the reported information, the removal of the device against resistance was circumstantial due to the difficulties experienced during removal. The investigation was unable to determine a conclusive cause for the reported difficulties; however, the treatment appears to be related to circumstances of the procedure. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. D9, h3: the device was initially reported as returning, but has now been reported as not returning because it was discarded at the account.